Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19516. It was reported the pt was unable to charge the ipg due to intermittent communication between the charger and the ipg. A replacement charger did not resolve the issue. The pt also reported the pt is without stimulation due to a fractured lead. The scs system was explanted and replaced. The pt has effective stimulation coverage.